Event description:
Same case as MFR report #: 2134265-2008-04167. It is reported that during a proximal superficial femoral artery (sfa) procedure, the stent delivery system became entangled on the zipwire guide wire. The 90% plus stenotic, de novo and severely calcified lesion was located in the severely tortuous proximal superficial femoral artery (sfa). Vascular access was gained through the left femoral artery via a contralateral approach. The physician attempted to pre-dilate the lesion with an ultra-thin diamond balloon catheter which failed to cross the lesion. A sterling balloon catheter was successfully used for pre-dilation to unspecified atms. Significant resistance was encountered during attempts to introduce, position, advance, and rotate the sentinol self-expanding nitinol biliary 7mm x 59mm x 1350mm stent systems over the zipwire guide wire due to the "hard" angle of the lesion causing the zipwire guide wire to kink. The stent was deployed successfully. Upon attempting to withdraw both the stent delivery system and the zipwire guide wire, the zipwire guide wire got twisted up on the stent delivery system and broke in half outside the pt's body. The procedure was successfully completed with this device and no pt injuries or complications were reported. The angiography results were rated as "good." The pt's status was reported as "fine."

Manufacturer narrative:
The complainant indicated that the zipwire will not be returned for evaluation; therefore, a failure analysis of the zipwire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.